Event description:
It was reported that an intraocular lens was explanted as the distant vision on the left eye was not clear. A non-johnson and johnson lens was used as the replacement. There were no surgical and/or medical interventions required and no patient injury reported. The patient is doing well post-op. No further information is available.

Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 9, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received loose inside a plastic bag with a piece of medical foam. Visual inspection under magnification revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected under magnification and a scratch was identified on one half of the lens. No issues that could contribute to the complaint issue was observed. The complaint issue ¿blurry vision¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.